Manufacturer narrative:
The customer reported that the multigas unit gave a "gas device error" during a case. The customer also reported that the unit intermittently displays a "gas line block" error message. No patient harm or injury was reported. The customer would like to send the unit in for a repair. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: concomitant medical products.

Event description:
The customer reported that the multigas unit gave a "gas device error" during a case.

Event description:
The customer reported that the multigas unit gave a "gas device error" during a case.

Manufacturer narrative:
Details of complaint: on (B)(6) 2020 customer stated gas unit did not gives "gas device error" and "gas line block" message. Device was sent to nka for evaluation. The reported issue was duplicated. The failure is related to gas sensor. Investigation summary: the root cause of reported issue was determined to be firmware related. An update is required to correct this issue. CAPA (B)(4) has been initiated.